Event description:
A high reading issue was reported with the adc device. A customer reported via webform that the sensor received a scan ¿over 500 mg/dl¿ when compared to an unspecified device result of 94 mg/dl and the customer had already injected 10 units of insulin. The customer had contact with a healthcare professional who provided unspecified medical treatment for the customer¿s hypoglycemia symptoms (unspecified). No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.